Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that the patient implanted with this device experienced an unspecified complication during implant. No further could be obtained.